Event description:
It was reported " hcp failed to fire the skin stapler during use on patient". The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The reported complaint of "misfire/jamming - staples not firing" could not be confirmed based upon the sample received. The customer returned (B)(4) unit of 528135 visistat 35r (B)(4)/box for investigation. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. There were no functional issues found with the returned stapler. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported " hcp failed to fire the skin stapler during use on patient". The patient's current condition is reported as "fine".